Manufacturer narrative:
The product has been requested to be returned for investigation. The product has been received on september 29, 2020 and is currently under investigation. No appropriate corrective/preventative actions can be taken until the investigation is completed. The incident is still under investigation and a final report will be issued in due course.

Event description:
When using the silicone oil injection step, the injection pressure did not go up. The surgeon was able to complete the procedure, but this resulted in a delay in the procedure which exceeded 30 minutes.

Manufacturer narrative:
With regards to this complaint, a vfie module was returned for investigation. Investigation of the returned vfie module determined that the connection between the tubing and the water ingress filter was loose. Therefore, the pressure could not build. Root cause investigation indicated that the detachment is attributable to an assembly problem. Historic data review of our complaints database did not reveal any similar complaints on the equipment subject to this complaint or increased trend. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
When using the silicone oil injection step, the injection pressure did not go up.the surgeon was able to complete the procedure, but this resulted in a delay in the procedure which exceeded 30 minutes.

Manufacturer narrative:
The product has been requested to be returned for investigation.

Event description:
When using the silicone oil injection step, the injection pressure did not go up. The surgeon was able to complete the procedure, but this resulted in a delay in the procedure which exceeded 30 minutes.